Manufacturer narrative:
Customer complained of receiving "new sensor detected" alerts and also "no sensor detected" alerts. When customer decided to troubleshoot the issue on his own by going to the settings, the detected sensor serial number and linked serial number were different. A transmitter diagnostic log was requested from the customer which was reviewed by the escalation team. They found some alerts were from the previous sensor, (B)(6) which was already expired. When this type of behavior is observed, it means transmitter has detected more then one sensor, preventing the customer from using the system properly. The insertion of new sensor was off label or unapproved since it was inserted in a close proximity to the older sensor. This in turn created a signal interference issue for the patient with the new sensor as the system was also detecting signal from old sensor. Since the normal usage of the system wasn't possible due to sensors being close to each other,the customer was advised to go back to hcp to discuss on removing the old sensor or both sensors if the old sensor location cannot be easily determined due to close proximity with the new sensor. The most likely root cause of this incident is due to the procedural error from the inserting physician as the new one should have been inserted in the other pocket/other arm.

Event description:
Senseonics was made aware of an incident where the customer received unexpected "new sensor detected" alerts as well as "no sensot detected alerts. Incident occurred on 10 april 2024. A review of the transmitter diagnostic log showed some of the alerts were from the previous sensor. It was later determined that the customer had new sensor in the close proximity of the older sensor in the same arm. As this is an off-label usage of the system that could cause signal interferences, the customer was advised to go to hcp and discuss about removing old sensor or both the sensors (if the location of the old sensor cannot be identified. Since this requires an unintended additional surgical procedure, this incident is being reported.